Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling and functional stress testing without duplicating the report. Review of the device log found no evidence of the report. The ac charger assembly was replaced as a precaution. The device was recertified and returned to the customer. The battery and ac power accessories used at the time of the report were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.